Event description:
The patient reported communication issues between the implant and the external equipment shortly after spending time at an MRI facility. A boston scientific rep performed device evaluation. The problem was confirmed. Labeling indicates exposure to MRI may cause permanent damage to the implant. Explant surgery has been recommended.